Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and remote smart service was also shown offline. The field service engineer (fse) had confirmed that the customer had checked all connections. Upon further inspection, the fse discovered that the network cable had been plugged into the wrong port on the back of the machine. After correcting the connection and conducting tests, proper functionality was restored. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station in disconnected mode. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.